Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002159 number, and no internal actions related to the complaint were found during the review. Manufacturing date: 20-10-2022 . Expiration date: 20-10-2023. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large, and the hemostatic valve on the device was defective. Additional information was received indicating that there was leakage from the hemostatic valve. The hemostatic valve did not dislodge inside the hub or outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient.